Event description:
It was reported that during a angioplasty procedure, stent damage occurred. Vascular access was gained via the radial artery. The 3.0x12mm, 80% stenosed, concentric and progressive target lesion was located in the non-tortuous and non-calcified left circumflex (lcx) artery. The lesion was pre-dilated resulting in 50% stenosis. The 3.0x12mm promus element stent was inserted however resistance advancing the device was encountered and stent damage was noted. The procedure was completed with a 3.5x12mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a angioplasty procedure, stent damage occurred. Vascular access was gained via the radial artery. The 3.0x12mm, 80% stenosed, concentric and progressive target lesion was located in the non-tortuous and non-calcified left circumflex (lcx) artery. The lesion was pre-dilated resulting in 50% stenosis. The 3.0x12mm promus element stent was inserted; however, resistance advancing the device was encountered and stent damage was noted. The procedure was completed with a 3.5x12mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device noted stent damage. Struts throughout the stent were raised and misaligned. The stent was also severely stretched. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).